Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. Leak testing could not be performed due to the extensive damage of the device during explantation. The cause of the deflation could not be determined.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Physician statement: patient noticed left deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.